Event description:
It was reported that the implant on tooth #30 was removed due to infection. Symptoms of the event: abscess and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided . PMA/510(k) numbers: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Summary investigation.